Manufacturer narrative:
Received one banana peel sheath bps 16/30 in original unopened pouch with product label. The product pouch was not opened indicating the device was not used. From a visual evaluation, it was found that the pouch was torn near the manufacturer seal. Examining the sheath, the distal end of the sheath was damaged. It appears that the original unopened package was damaged likely during shipping/ handling/ transit which created the tear in the pouch, breaching the sterile barrier and damaged the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on 09/08/2009. It was reported that when unpacking the device, it was discovered that the device was damaged. As stated by the contact, "device looks like it was stepped on". The device was never used on the pt, so there was no complications or pt injuries, however, returned product analysis revealed that the sterile barrier was compromised.